Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particle in tubing . There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particle in tubing. There was no report of serious harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of unknown dark contaminant on the front panel, hair on the side of the bottom enclosure, along with an unknown dust contaminant, dust contaminant was also on the blower, blower seal, and on the blower box. Keratin-like substance on the blower box outlet, a black contaminant on the water tank lift tray, dust/debris contaminant to the bottom enclosure of humidifier, dark spots of contaminant to the flip lid seal and on the flip lid, and also on the back panel and heater plate of the humidifier a dark contaminant on the dry box of humidifier. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heated tubing heats, and heater plate heats after the device was powered up. The manufacturer concludes the contaminates found were consistent with dust contaminant on the blower, blower seal, and on the blower box, keratin-like substance on the blower box outlet, a black contaminant on the water tank lift tray, dust/debris contaminant to the bottom enclosure of humidifier, dark spots of contaminant to the flip lid seal and on the flip lid, and also on the back panel and heater plate of the humidifier a dark contaminant on the dry box of humidifier and an unknown dark contaminant on the front panel, hair on the side of the bottom enclosure, along with an unknown dust contaminant were inconsistent with the sound abatement foam.the manufacturer confirmed there was no evidence of sound abatement foam degradation.